Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. It was reported that the patient was admitted to the clinic on (B)(6) 2021 and underwent a computed tomography (CT) scan after experiencing transient ischemic events. The patient was on blood thinners and nonsteroidal anti-inflammatory drugs (nsaids) at the time of the events. It was reported the patient was slurring their words. The patient remains ongoing with heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas instructions for use (IFU) lists neurological events as adverse events that may be associated with the use of heartmate ii lvas. Additionally, this document lists neurologic dysfunction as a potential late post-implant complication that may be associated with the use of heartmate ii lvas. In addition, information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range is also provided in this document. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this IFU lists neurological events as adverse events that may be associated with the use of heartmate ii lvas. Additionally, this document lists neurologic dysfunction as a potential late post-implant complication that may be associated with the use of heartmate ii lvas. Section 6 outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information from the vad coordinator revealed that there was no evidence of pump thrombosis. The computed tomography (CT) scan did not reveal any findings in relation to the stroke. No changes to medication or pump parameters were made after the event. It was reported the patient recovered naturally and is under follow up care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient transient ischaemic attack (tia). The patient underwent a computed tomography (CT) scan. The patient was slurring their words. The patient was on warfarin and aspirin at the time of the event. No findings suggestive of overt in-pump thrombus. However, the possibility of pump-related thrombus formation cannot be completely ruled out.